Event description:
It was reported that six hours after the completion of a transcarotid artery revascularization (tcar) procedure, the patient had a thrombosed stent. The physician performed thrombectomy and placed an additional unplanned stent. As this event could be associated with the enroute transcarotid stent system (tss), it will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.